Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured at 8 atm during the second inflation. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was 90% stenosed, moderately tortuous and mildly calcified, which may have contributed to the reported balloon rupture. It is possible that the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured during second inflation. In this case, a conclusive cause for the reported balloon rupture could not be determined.